Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the charged coupled unit (ccu) plug is the video plug of the cable unit. The charged coupled device (ccd) is a component of the (r-unit.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the outer tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: 3011050570-10/24/2023-001-r added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the laparoscope's image had stripes. The issue was found during preparation for an unspecified therapeutic procedure. The intended procedure was completed with a similar device with no procedural delay or patient harm. The device was returned for evaluation. During the device evaluation, the video cable was found to be broken causing a green image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.